Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset, with no reported complaint. During the device analysis, the investigator indicates that the distal end and c-cover were burnt likely due to a high-energy treatment device being used without ensuring a sufficient distance from the tip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely a high-energy treatment device was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.